Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received several shocks until therapy was exhausted. It was noted that the patient's rhythm was converted on the last shock, and the shock impedance measurement was 118 ohms. The device had recorded a code 1005 which is indicative of an open shock lead condition. The patient subsequently received two additional shocks and shock impedance measurements were 50 ohms. A shock impedance measurement of greater than 125 ohms was later noted. A surgical revision was performed and the device was explanted to upgrade the patient¿s therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.